Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified surgery using the subject device, it was found that the touch panel of the subject device could not display anything. There was no report of patient injury associated with this event.